Manufacturer narrative:
Corrected data: the date of the report should have been indicated as 02/18/2016 instead of 02/18/2018.

Manufacturer narrative:
(B)(4).

Event description:
A physician reported to an international distributor that he had diagnosed an infection in a vns patient and elected to remove the patient's pulse generator and lead. Follow up indicated that cultures were taken that confirmed the presence of an infection and the infection was present at both the generator and lead site. It was reported that no patient manipulation or trauma had occurred. The date of onset of the infection was not clear but was estimated to be 1 to 2 weeks prior to explant and within 3 months of initial implant. The explanted devices were discarded by the explanting facility. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
The date of the report should have been indicated as 02/18/2016 instead of 02/17/2016.